Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed itchy bumps on her back under the lifevest. The patient reported that her back was tender from using a back scratcher. The patient's doctor recommended applying benadryl gel on the skin irritation. Follow-up indicated that the skin condition had improved and was less itchy.